Event description:
It was reported the epg (external pulse generator) displayed a persistent inappropriate battery fail message. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Low battery indicator comes on after gently taping on the side of the device. Upon opening the device during further analysis, this behavior could not be duplicated and the cause could not be determined.